Event description:
The customer called and reported that she had experienced low blood glucose 33 mg/dl and blood glucose was running low for a month. At the time of the report, customer's blood glucose was 95 mg/dl, and she had treated with glucose tablets. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. Customer believed basal settings were correct. When customer checked blood glucose again, it was 199 mg/dl, and she took insulin to bring this down again. Upon checking bolus history, it was found the customer's last bolus did not include her carbohydrates. Customer did not see any boluses with carbohydrates for april 16 and thought she may not have been entering carbohydrates and instead, just bolusing for corrections when her blood glucose runs high, bringing her blood glucose low. Upon inspection, the reservoir was showing the same amount of insulin as shown on the status screen of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.